Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was also received. Analysis of the device memory found no anomalies.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) with unexpected longevity. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.